Event description:
Conmed (B)(4) received notice from the distributor of reported issues with the 60-5274-132, stealth 32 lhook laparoscopic electrode, lot 202106071 experienced by (B)(6) hospital, on (B)(6) 2021. Information received indicates the electrode was detached from canula. A new one was prepared, and the surgery was completed.¿ it is noted the issue occurred during surgery, there was no impact or injury to the patient and the procedure was completed with an alternate 60-5274-132 device. Clarification received notes the issue occurred during laparoscopic cholecystectomy, immediately after using it (a few minutes), it had just entered the detachment of the bile duct. Cannula was clarified to mean the shaft of device. A vaio3 was also used but it was not energized at this time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the piece was removed, it did fall into the patient.

Manufacturer narrative:
At time of this filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan received notice from the distributor of reported issues with the 60-5274-132, stealth 32 lhook laparoscopic electrode , lot 202106071 experienced by (B)(6) hospital, on (B)(6) 2021. Information received indicates the electrode was detached from canula. A new one was prepared, and the surgery was completed.¿ it is noted the issue occurred during surgery, there was no impact or injury to the patient and the procedure was completed with an alternate 60-5274-132 device. Clarification received notes the issue occurred during laparoscopic cholecystectomy, immediately after using it (a few minutes), it had just entered the detachment of the bile duct. Cannula was clarified to mean the shaft of device. A vaio3 was also used but it was not energized at this time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the piece was removed, it did fall into the patient.

Manufacturer narrative:
The investigation of the customer's reported issue finds it to be confirmed based on evaluation of the returned device. Conmed received one 60-5274-132 in opened unoriginal packaging. The lot number of the device could not be verified as the original packaging was not returned. A visual inspection was performed, the l-hook is disassembled from the device. There is evidence of soldering present. The returned device exhibits the reported claim, nevertheless a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 54 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Do not use if damage is found. These electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. To avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. This issue will continue to be monitored through the complaint system to assure patient safety.